Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomed dept with a report of the touchscreen not working. It was reported this occurred prior to pt use. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, when powered on the device touchscreen did not respond when pressed and no further testing could be completed. No add'l info was provided.